Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Concomitant products: carto 3 system: model #:m-4800-01, serial #: (B)(4). Stockert 70 system: model #: m-5463-01, serial #:(B)(4). Coolflow pump: model #: m-5491-02, serial #: (B)(4). Lasso nav variable eco: model #: d-1343-02-s, lot #: 16021637l. .acunav catheter ¿ stryker (reprocessed). (B)(4). Event description continuation: might have contributed to the tamponade event. The physician did not experience any difficulty in manipulating the catheter. The rf generator was set to ¿power-control¿ mode at 50 watts. The temperature cut-off setting was set to 50 degrees and the flow setting was set to 30 ml/min. The act was maintained at 350 during the procedure. Livewire and the acunav catheter were both reprocessed. The patient required 2 extra days of hospitalization. The patient fully recovered with an excellent prognosis. No further problems. The patient was seen for follow up and had no problems. The physician¿s opinion on the causality of the adverse event was that it was procedure related. The patient¿s baseline health status before the procedure was paroxysmal af and flutter plus good health status.

Event description:
It was reported that during an atrial flutter (post-afib) ablation, the patient suffered a pericardial effusion. This occurred just after a rapid drop in impedance and a steam pop during the ablation at the cavo-tricuspid isthmus. A decrease in blood pressure was noticed and the effusion was confirmed with an intracardiac echo. The steam pop caused the tamponade. They immediately performed a pericardiocentesis. The patient's blood pressure stabilized and the patient remained on the procedure table at the time of the call. It was predicted that the patient would progress to the recovery area for observation. The patient received blood pressure medication. The physician did not state that the use of bwi products directly caused the tamponade. Upon request, additional clarification was provided on the event. The event was life threatening. Post af ablation, a cti line ablation was started. On the 6th burn , a steam pop was heard. A burn with impedance drop of 24 ohms, the temperature spiked to 44, and the impedance spiked to 134 from 110 in 1 - 2 seconds prior to the pop. Intracardiac echocardiography (ice) survey was performed with no effusion noted. Four more ablations were performed. Anesthesia announced a drop in the patient¿s blood pressure approximately 6 minutes after the steam pop. The ice image showed an effusion. A pericardial tap was performed and anticoagulation was reversed. There were no other factors that

Manufacturer narrative:
(B)(4) it was reported that during an atrial flutter (post-afib) ablation, the patient suffered a pericardial effusion. This occurred just after a rapid drop in impedance and a steam pop during the ablation at the cavo-tricuspid isthmus. A decrease in blood pressure was noticed and the effusion was confirmed with an intracardiac echo. The steam pop caused the tamponade. They immediately performed a pericardiocentesis. The patient's blood pressure stabilized and the patient remained on the procedure table at the time of the call. It was predicted that the patient would progress to the recovery area for observation. The patient received blood pressure medication. The physician did not state that the use of bwi products directly caused the tamponade. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.